Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during an implantation of intraocular lens (iol) implant procedure, found small scratches or cracks at the outermost edge of the optic upon shooting by the delivery system. This happened total in 3 times. In all the cases different injectors were used. The iols were remained in the patients eye as it was a minimal defect. The surgeries were successfully completed without exchanging the lenses. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. A sample was not received at the manufacturing site for evaluation for the report of scratches and cracks at outermost edge of optic; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.2., a.3., d.6a., d.10., the manufacturer internal reference number is: (B)(4).